Manufacturer narrative:
Unit passed displacement test and self test. No hardware low level failure alarm noted during testing, however, hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin6, sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing.(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer ran the self test and the pump error alarm again. The nurse came into room said she needed to run a self test for customer to continue to use the pump in the hospital. The insulin pump will be returned for analysis.